Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon interrogation, the left ventricular lead exhibited high capture thresholds. The lead was suspected of dislodgement. Chest x-ray was performed and confirmed the lead dislodgement. The lead was explanted and replaced. The patient was in good condition.